Event description:
The patient reported that she was born with very high spasticity due to her cerebral palsy and dystonia. Her legs would randomly kick up and make it harder to do everyday things as a child. Things went downhill when she reached puberty. Her body would move in strange contortions for no reason. The first instance was after she had her hips rebuilt. Everything was going great following surgery, until her right leg crossed over the other and her foot was in her face and became stuck in that position. Her hcp could not explain the cause. The hcp and her parents tried botox injections, but it was not a huge success, so they decided to try baclofen. She was taking small doses to avoid side effects. About a year later, she participated in a trial for the pump and the "results were amazing". Within a short period of time, her leg uncrossed itself and was down on the footrest. A permanent baclofen pump was implanted the next month. After receiving the pump, she reported being "like a different child". The patient stated that everything was going great, but then she started to have problems with her shoulders - her "left shoulder was dislocated and the right went in and out of the socket". After a few months, the hcp decide that they would try raising the catheter of the pump to the top of her neck in order to get the medicine to her shoulders faster. At that point, they determined the catheter had a kink and the patient went through withdrawal. She began hallucinating. She reported the catheter problem was "fixed very soon" and she was back to normal.

Manufacturer narrative:
.